Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open skin irritation under the four ECG electrodes. The patient was prescribed an unknown medication which helped to improve the irritation.